Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed events, pump stops, and power elevations were confirmed through the analysis of the submitted log files. However, a specific cause for these events could not be conclusively determined. Furthermore, a direct relationship between the device and the reported chronic atrial flutter could not be determined. A direct relationship between the device and the report of ¿vibration¿ in the patient¿s chest could not be determined. The account reported that the patient presented on (B)(6) 2019 with low speed and pump off alarms the previous night when connected to the mpu. The alarm did not occur while the patient was connected to battery power or an ungrounded cable. It was reported that the patient had gained 48 pounds since implant; however, the external portion of the patient¿s driveline did not have any obvious damage. The submitted system controller log files captured multiple power elevations (as high as 23.9 w) throughout. At 12:41 am on (B)(6) 2019, the pump speed dropped below the low speed limit, and struggled to maintain its set speed, resulting in a pump stop while the patient was supported by the mpu. The pump resumed operation at its set speed and remained above the low speed limit from 12:46 am on (B)(6) 2019 through the end of the log files. A driveline fault alarm became active on (B)(6) 2019 at 11:20 pm and remained active for the remainder of the log file. Based on previous complaint experience, the captured events appeared to be consistent with a potential driveline wire compromise. It was later reported that, on (B)(6) 2019, the patient was placed on a regular patient cable. The patient was manipulated and moved in multiple directions; however, no further alarms occurred. A tee for (B)(6) 2019 to assess clots. It was reported that the patient was in chronic atrial flutter. The patient also reported that they felt a ¿vibration¿ in their chest a few weeks prior. The patient was discharged from the hospital late on (B)(6) 2019. When the patient arrived home and connected to the mpu, they received a driveline fault alarm. Vad interrogation on (B)(6) 2019 showed power elevations at the same time. The patient was also connected to a power module at the clinic with a grounded patient cable and elevations in power were noted again. The patient was immediately placed back on battery power. As of (B)(6) 2019, the patient was using an ungrounded cable. The patient¿s system controller was exchanged on (B)(6) 2019. The submitted system controller log file was dated (B)(6) 2019 and appeared to capture the initialization of power to the system controller and the changing of the sets speed from manufacturing settings of 6000 rpm to 9600 rpm. After the connection of the system controller to the pump, the log file contained approximately 7 minutes of data beginning on (B)(6) 2019 at 09:58 am. Following the changing of the set speed, no atypical alarms were captured and the pump speed remained above the low speed limit. The remainder of the log file appeared to show the system operating as intended. It was later reported that the patient¿s controller was exchanged due to low speed alarms, pump stops, and driveline fault alarms. The serial number of the patient¿s previous controller was not known. The controller would not be returned as it was discarded. As of 16dec2019, the patient was at home on an ungrounded cable and stable. The driveline fault alarms were reported to have resolved. The patient remains ongoing on vad support. The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had low speed alarms when connecting to the mpu (mobile power unit) but the alarm had not occurred while on batteries or an ungrounded cable. The external portion of the driveline did not have any noted damage. The patient gained 48 pounds since being implanted. Log file analysis revealed that there was a pump stoppage and prior to that low speed events were recorded. The low speed events occurred right after a high current event that caused the power to spike. The low speed and momentary pump stop may have been caused by the high current events. The data showed pump stop occurred on (B)(6) 2019 at 12:45 am. Prior to the pump stop, at 12:41 am, there were low speed events. Both the low speed events and the motor stop event occurred right after a high current event causing the power to spike. The low speed event and momentary pump stop may have been caused by the high current events. It was noted that they were going to place the patient on a regular grounded patient cable while patient was in clinic and have the patient move around as well as doing 25 power cable disconnects and resend log file for review. The patient was scheduled to have a transesophageal echocardiography (tee) to assess for clots. The patient was in a chronic atrial flutter. The patient reported feeling a vibration in chest. Additional information received 27jul2019: patient presented to clinic two days ago with low speed alarm and high powers. Determined by abbott to be power surge and no issues. Patient was discharged from hospital late on 26jul2019. When the patient got home and connected to mpu they received driveline fault alarm. Vad interrogation today show high powers at same time. When the patient was connected to power module with a grounded cable there were high powers noted. The patient was immediately put back on batteries. They are now on an ungrounded cable. Additional information received on 29jul2019: during the analysis of the log file there were no unusual events seen within the log file. It is recommended to monitor the patient for further issues.